Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door jammed. The field service engineer (fse) found tower door was not opening because a bin was pushing against it. The door was opened, the bin and product items behind it were removed. After clearing the obstruction, the door operated normally. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door was jammed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.